Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to faulty component on the interface board. The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The backlight display functioned properly. No backlight display anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that backlights did not come on. It was reported that anomaly occurred during normal use. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.